Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's reading fell as low as 5% and provided low readings. A customer indicated that there was patient involvement but no patient injury.